Event description:
It was reported via user medwatch (B)(4) that tip detachment occurred. Patient underwent limb salvage procedure. The target lesion was located in the left dorsalis pedis artery. A 0.014x182cm pt graphix guide wire was used. During peripheral intervention, it was noted that the tip of the guide wire broke off. The pt graphix guide wire tip was retained in the lesion, then all wires & dilator were removed and manual pressure was applied for hemostasis; and the procedure was completed. No further patient complications were reported. Patient had left foot amputation due to his disease.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).